Manufacturer narrative:
The biomedical engineer reports that the cns (central monitoring system) is experiencing communication loss with multiple bedside monitors. Biomedical engineer was advised to try resetting the network interface cards on the affected bedside monitors which did not resolve the issue. The biomedical engineer was asked to try a different network interface card and report if that fixed the issue. On (B)(4) 2016 the biomedical engineer was contacted and reported that there was a bad switch that had caused the problem. The biomedical engineer changed out the switch with a spare that he had which fixed the issue. The biomedical engineer purchased a spare for the future as well. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the cns (central monitoring system) is experiencing communication loss with multiple bedside monitors.